Event description:
The iab did not inflate. The iab was removed and a second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Multiple event to another complaint. Event complications: unk - rptd 5/12/97. Pt's current status: unk - rptd 5/12/97.